Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in a moderately tortuous and severely calcified iliac artery. A 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.